Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an unspecified procedure, the procise coblator ii was smoking and overheating as soon as it was attached, and water started to be used. The procedure was completed using a different surgical technique. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection observed two devices were returned together in the same bag without any original packaging and no labels. The returned devices show no manufacturing abnormalities. Fluid is in the fluid lines of both devices. Electrodes of both devices have been used. One wand is bent from use. Both wands show signs of being in contact with a sharp instrument such as a grasper. Bio debris is present on both. A functional evaluation showed both the devices were tested and plugged into the controller and registered settings (7,3). Coagulation and plasma were generated as intended. There was no smoke or overheating observed during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include: 1) used non-conductive media. 2) ensure that the wand tip (including return electrode) is completely surrounded by conductive media during use. Based on this investigation, the need for corrective action is not indicated.